Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that during the pretesting the unit gets hot to the touch. The device was not being used during surgery. No injuries or medical intervention occurred. There was no add'l info provided.